Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 89 mg/dl. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarms noted. The motor was tested outside of the unit and passed. The insulin passed displacement, rewind, basic occlusion, prime/a33, occlusion and excessive no delivery tests. The insulin pump has minor scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and broken belt clip slot.